Event description:
It was reported that the cartridge leaked insulin at the o-ring. There was no impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.